Manufacturer narrative:
G4: 06oct2020, b4: 07oct2020. It was determined that the issue was found while performing a routine check up and as such there is no potential for patient harm, this the complaint is not reportable. The field service engineer (fse) replaced the power supply and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02oct2020.

Event description:
It was reported the unit will not power on. There was no patient involvement.